Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of excessive no delivery and leaks on the reservoir. The customer's blood glucose reading was unknown. The customer reported that the steeple in the reservoir have either been slanted or leaked. The reservoir was returned for analysis.